Event description:
It was reported that the patient's superion indirect decompression implant was explanted due to ineffectively treating the patient's back pain. The patient has made a full recovery following the explant procedure. The explanted device will not be returned as they were discarded by the medical facility.